Event description:
Dexcom's apps demand full control over the "do not disturb" settings on user's devices. The problem is their implementation consistently abuses this capability and permanently enables the dnd mode. Many people have missed important alerts and calls due to this l. Numerous complaints have been made to dexcom, who chooses to not respond to, acknowledge, or fix the defect. This is abusive and unjustifiable. A medical equipment provider should not be taking actions that discourage the use of equipment intended to notify of a deadly condition.